Event description:
Patient has been a customer of medtronic insulin pump for approximately five years. Patient was using the ensync model and was switched over to the simplera model recently. Since the switch, the sensors have been functioning intermittently, lasting far below the recommended seven days per sensor. One time today (and twice yesterday) the sensors began to malfunction by losing paired connection to the pump. Once connection is permanently lost, the sensor can't be reused. Patient shares that the sensors are initially paired via bluetooth to the insulin pump. They operate effectively for a couple days and lose connection. A message will appear "cannot find sensor." Then the sensors are useless. Patient has called customer service and they've issued a few replacements but he's becoming irritated with the hassle and is losing faith in the device. Ref reports: mw5185551, mw5185552.